Event description:
It was reported that prior to a surgical procedure at the user facility, the device displays a bias current error. There was a reported delay but the customer confirmed that the delay did not result in any adverse consequences. The procedure was completed successfully. No additional adverse consequences were reported.

Event description:
It was reported that prior to a surgical procedure at the user facility that the device displays a bias current error. There was a reported delay but the customer confirmed that the delay did not result in any adverse consequences. The procedure was completed successfully. No additional adverse consequences were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.